Manufacturer narrative:
The failure for heat was not duplicated through functional evaluation. Disassembly and visual inspection by the repair technician confirmed the bearings were damaged. Product return date was 12/29/2015.

Event description:
It was reported that during a surgical procedure at the user facility, the device heated up. The procedure was completed successfully with no clinically significant delay, no patient impact, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility the device heated up. The procedure was completed successfully with no clinically significant delay, no patient impact, no medical intervention, and no adverse consequences reported.